Event description:
It was reported that, after a pulse generator replacement, the shock impedance was 129 ohms. The impedance on the previous device was 68 ohms. A procedure was done to reposition the system and the shock impedance decreased to 111 ohms. The system remains implanted. There were no additional adverse patient effects.